Event description:
A hospital in (B)(6) reported via a distributor that an mr290u autofeed humidification chamber was leaking around the base. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The mr290u autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a f/u report upon completion of the investigation.